Manufacturer narrative:
Corrected field: g7 (mfg report # 2249723-2021-00472 is the initial report). Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the showroom iabp and failed the touchscreen. The fse replaced the touchscreen to address the issue. This unit is not for clinical use and never will be used clinically. Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period may 2019 through apr 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp), which is used in getinge's showroom and will never be used with a patient, had a touchscreen malfunction. There was no patient involvement, and no adverse event reported.